Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to a skin infection over the implant (coil area). At the explantation surgery, the electrode was found outside the cochlea. Re-implantation with a new device was performed.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a skin infection at the implant site, which led to a skin breakdown. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Furthermore, the electrode was found extra-cochlear at explantation surgery. The reported facial nerve stimulation therefore seems to be related to extra-cochlear stimulation. In addition during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user was explanted due to a skin infection over the implant (coil area). There was some facial nerve stimulation observed. At the explantation surgery, the electrode was found outside the cochlea. Re-implantation with a new device was performed.